Event description:
Caller stated that patient was complaining of a headache and a stiff neck so the nurses tested her blood and got a reading of 415, they called an ambulance. The emt checked her blood and got a reading of 260. The patient was taken to the hospital and read 120. Later when the patient returned to the facility a retest on the original facility meter read 380. All tests were performed within a 1 hour time period.

Manufacturer narrative:
Product involved in incident was returned and evaluatied. The returned product performed within specification.